Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage / broken and contamination was observed in the units returned. Functional testing found leak is observed between tube with the adapter connection. The root cause of the reported issue was found to be lack of adhesive s-10 between tube with the base tube, during bonding assembly. An awareness notification was conducted by the quality engineer on 09-sep-2021 to the production personnel to explain the importance of adherence in the procedure. Since lot number was not provide it cannot be confirmed if lot was impacted by the actions taken on sep 09, 2021 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that during the use of the product, leakage of blood from its connector was observed. No patient injury reported.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.